Event description:
Medtronic received information that during use of a 78222 eopa 3d cannula, when the surgeon was inserting the cannula the red cap popped off during insertion. There was greater than normal blood loss and it was difficult to clamp the cannula due to the white stylet not being visualized. The case proceeded with the same cannula. There was no patient impact associated with this event. Medtronic received additional information that there was no patient harm and the case proceeded, but apparently this has happened multiple times. The customer does not have a record of how many occurrences or details of the other events. The customer said that they thought it was a few isolated events, but now the surgeon feels it's a cannula issue. They did also mention it is like the obturator is not sealing with the red cap and blood is coming up through it. The hcp was unable to provide the exact blood loss in ml. There was no blood transfusion needed due to the leak. The cap was not damaged in anyway nor was it loose prior to use.

Manufacturer narrative:
Device evaluation summary: visual inspection of the used device shows no outward signs of any damage. The red hemostasis cap was installed onto the cannula connector and was not easily removed. Reason for return was undetermined. Conclusion: after investigation at medtronic and the supplier, complaint is unconfirmed for the red hemostasis cap popping off during insertion of the cannula. There was no observed damage to the device, performance testing indicated that the device functions as intended and device passed all required manufacturing specifications. It is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.